Event description:
It was reported that during a routine follow up, decreased r-wave was observed and it has been unstable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.